Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.

Event description:
Kimberly-clark received a report stating that during a procedure the doctor pulled two of the sutures in an effort to secure the abdominal wall and the two sutures broke.no additional information was provided in regards to the patient's status and the outcome of the procedure.